Event description:
A caller reported that the pump display was frozen on the home screen and was not resolved using the button alarm. There was no reported impact on the customer's blood glucose level as the caller declined to provide the information. The customer received complete pump reset instructions from technical support and chose to reset the pump, resolving the issue.